Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was without electrode. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that sensors were without an electrode. He had wasted one sensor himself and 3 sensors did not have the electrode. As he was just starting with sensors with this pump and had some difficulties. In the past he swam for up to an hour but now he does not dare anymore as he can drop in blood glucose from 14 to 7 in like 15 minutes time and without the sensor signal he does not trust it. The sensor will not be returned for analysis.